Event description:
Additional information received reported the patient needs a replacement. A surgery consult was set for (B)(6). If additional infor mation is received, a follow-up report will be sent.

Event description:
Additional information received reported a battery replacement was scheduled for (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she hadn't had stimulation in two weeks, experienced a loss of therapy, was in pain, and couldn't get the recharger or programmer to connect with the implant. The patient was redirected to contact their healthcare provider (hcp) for a restart of the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.